Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events of pulmonary embolism and right ventricular failure could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported flow values below 2.0 liters per minute (lpm); however, a specific cause for these values could not be conclusively determined. The system controller event log file contained events from (B)(6) 2025, per the timestamps. A continuous low flow hazard alarm was captured throughout the file with estimated flow values decreasing to as low as 0.9 lpm. Additionally, the system controller periodic log file captured multiple low flow hazard alarms occurring between (B)(6) 2025. One of these alarms, occurring on (B)(6) 2025, was associated with an estimated flow decrease to 0.0 lpm. It should be noted that this alarm was captured while the fixed speed was manually set below the low-speed limit. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ¿introduction¿, lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had flows at less than 2.0 lpm. The patient returned to the operating room (or) for a right ventricular assist device (rvad) protek duo on (B)(6) 2025 and was then upgraded to venoarterial extracorporeal membrane oxygenation (va ECMO). The patient had pulmonary embolism status post thrombectomy on (B)(6) 2025. Log files were sent for review. The log file captured numerous low flow events between 19jun2025 and 23jun2025. Flows dropped as low as 0 lpm. There did not appear to have been any type of external mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events may be due to a patient related issue. There were no other unusual events recorded in the log file event history. Based on the data visible in the log file, the mcs equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.